Event description:
During a vt procedure, a cardiac tamponade occurred which resulted in pscps (percutaneous cardiopulmonary support) being performed. Due to frequent ICD actuation, the procedure was performed. At the time of admission, the patient had a nsvt (non-sustained ventricular tachycardia) with no rupture of hemodynamics. Coronary angiography (cag) and left ventriculography (lvg) were performed. Cag demonstrated total occlusion of the proximal right coronary artery (segment #3). Findings were suggestive of old myocardial infarction in the territories of the left anterior descending artery (lad) and left circumflex artery (lcx). Lvg showed aneurysms in the left ventricular septum. Then ablation was performed. Nsvt mapping showed breakout slightly posterior to the left ventricular aneurysm. The ilam showed rap in the area near the aneurysm. In ilam, raps were identified in the vicinity of the aneurysmal area. Pacemapping demonstrated a perfect pace map at the same site as the earliest activation of nsvt. Based on these findings, ablation was delivered at both the earliest activation site and the rap site. During ablation, impedance (including aid) and contact force were carefully monitored (30¿40 w, 10¿30 g, within 60 seconds per application). Toward the end of ablation, following rf delivery at the rap site, blood pressure suddenly decreased. No abrupt impedance drop or excessive increase in contact force was observed. Fluoroscopy confirmed worsening ventricular wall motion. A cardiac tamponade was identified and a pericardiocentesis was performed. Pscps (percutaneous cardiopulmonary support) was initiated and adequate flow was achieved. Pericardial drainage was continued, ongoing bleeding was noted, and surgical hemostasis was required. The patient was transferred to the operating room, where hemostasis was achieved, and iabp (intra-aortic balloon pump) insertion was planned prior to return to the ICU. One week later the iabp (intra-aortic balloon pump) was removed and the patient remained under observation in the ICU. The physician does not allege a specific device that contributed to the issue. There were no performance issues with any abbott device.